Manufacturer narrative:
Device evaluation summary: the stent was positioned between the marker bands but not meeting specifications due to deformation of the proximal wraps. Deformation was evident to the 34th distal stent wraps with struts bunched. Deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. There was no other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure, an attempt was made to use a resolute onyx rx coronary, drug eluting stent to treat a severely calcified, severely tortuous lesion exhibiting 90% stenosis in the mid - distal left anterior descending (lad) artery. The device was not inspected. Negative prep was not performed. The lesion was not pre dilated. The device did not pass through a previously deployed stent. Resistance was encountered. The stent failed to cross the lesion due to calcification and stent deformation occurred. The patient is alive with no injury.